Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached for the results of our investigation.

Event description:
Dr removed a size 6 high offset anthology stem and replaced it with a size 8 high offset stem due to recurrent dislocation.